Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported keypad inoperable which was reproduced. Evaluation found the #4, 5 and 6 keys to function intermittently. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad inoperable. There was no known patient injury or medical intervention associated with this event. No additional information is available.